Event description:
It was reported the 511sd was used during a laparoscopic cholecystectomy. It was reported the white inner seal gasket for the 45 degree flapper valve came off of the trocar. The surgeon removed the gasket from the pt's abdomen. There was no consequence to the pt.